Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device attached to the lead at the time and have analyzed the data. The data showed interference/noise. There was an average of 51.9 count avg/day of ventricular short interval count less than 140 ms between (B)(6) 2010 and (B)(6) 2010. Oversensing was also found. There was also 12 ventricular non-sustained tachycardia events of less than or equal to 220 ms on (B)(6) 2010. There were also 2 ventricular tachycardia episodes of less than or equal to 150 ms on (B)(6) 2010.

Event description:
It was reported that inappropriate shocks were delivered. These inappropriate shocks were reported to have been caused by lead oversensing as indicated by high short interval counts. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.